Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 9 7754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the generator and lead was explanted on (B)(6) 2014 and will be sent to the manufacturer for analysis.

Event description:
It was further reported that the patient and doctor believed the patient may have had an allergic reaction to the implant.

Event description:
It was further reported that the patient recovered from surgery fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. There was good stable output and the coupling matched a known good ins. Analysis of the lead (serial # (B)(4)) found no significant anomaly. The stimulation lead body was cut through and the product was segmented. The outer insulation was cut and breached but the continuity of the lead was acceptable. Analysis of the anchor found no significant anomaly. The anchor had a cosmetic cut.

Event description:
It was reported the patient complained of red bumps that came under/on her skin and down the tract of the lead to the generator site. The patient had a low grade temperature. It was reported the device wouldn¿t charge because of the thermometer reading. It was reported this had been happening for 2 weeks, benadryl helped the bumps. It was reportedly unknown if the patient experienced this during the trial. The manufacturer representative was meeting the patient and physician the day of current report. It was further reported that a manufacturer representative met with the patient on the day of the report at their doctor¿s appointment. The patient was doing much better and the patient was reprogrammed to get better coverage in their feet. Shortness of breath and rash were no longer an issue for the patient. It was further reported that a manufacturer representative met with the patient on (B)(6) and reprogrammed the patient. After adjusting the generator the patient was doing better. It was further reported that the patient had an allergic reaction. Strange things had been going on with the patient¿s implant. The patient sent a manufacturer a text message a while before the report and not that things were not getting much better. The patient was having a reaction around the generator site and they thought they might be allergic to the device. The reaction was ¿something like bumps¿ and it seemed to get better when the manufacturer representative reduced the patient¿s pulse width. The manufacturer representative tried a few things with the patient in regards to reprogramming. The patient had a doctor¿s appointment on (B)(6) 2014 and wanted to know if there was another option instead of titanium. The patient was implanted on (B)(6) 2013 and the event was first reported on (B)(6) 2014. It was later reported that "the doctor discussed potentially explanting the patient's system. The thought was that the physician might think the patient might be experiencing an allergic reaction to implant." It was further reported that the patient¿s device was explanted on (B)(6). A manufacturer representative was aware of the explant on (B)(6). The device was explanted because the patient¿s doctor thought they might be allergic to the device. The patient did get good relief from pain but had their device removed due to allergic reactions. Additional information has been requested but was unavailable at time of current report. If additional information is received, a follow up report will be sent.